Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal medical records received. Litigation alleges hip pain, extremely elevated chromium and cobalt levels. After review of medical records for MDR reportability, it was reported that the patient was revised to address failed total hip arthroplasty secondary to adverse tissue reaction to metal. On the operative notes it was reported that, inside of the joint was stained from the metal debris and fluid was dark gray and turbid in its appearance. There was a large pseudotumor extending anteriorly. The trunnion also shows moderate amount of sclerosis of staining. There were small amount of heterotopic ossification which were also removed with a small quarter-inch osteotome. Reason for admission indicated elevated ion levels above 7 ug/l. Lab reports indicate chronic inflammation. This complaint was updated on: jun 7, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.